Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) says they cant charge, and this started yesterday. When they try to charge it says no device found. Pt says the recharger (rtm) is heating up. Pt tried taking battery pack out which didn't resolve. Pt says they are taking "lot of lorazepam lor anxiety so I don't freak out, and im taking pain medication, im about ready to crawl out of my skin because I cant get the stimulator on" and cant charge implant. They also said they are seeing a system problem rm-04. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device.  Pt said they received their recharger antenna replacement, but they were still not able to connect to their implant to charge. Pt also said that they got a loaner recharger antenna from a manufacturer representative (rep), and were not able to connect with that either. Pt had assistance on the call from pt rep. Patient services (pss) had pt rep reset the controller. Pt rep saw no visible damage to the controller or battery pack. Pt started a charging session with their implant and was brought to passive recharge mode (prm). Pt said they have been brought to this before. Pt was seeing 86 then 96 then 91 and 92. Pt went through two cycles of prm and were brought to "unable to recharge" screen. Pss also said on the call that they have noticed ever since this started their controller battery isn't showing charged up from the wall and requested that a replacement battery pack and controller be sent. Pt mentioned on the call that they have been in a lot of pain because they haven't been able to connect to their implant to charge their implant.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.